Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ disposable syringe has scale marking error due to missing scales. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd luer-lok¿ disposable syringe has scale marking error due to missing scales. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A photo was received depicting a single 1ml ll syringe, reported to be from batch #7207871 (p/n 309628). The barrel is missing most of the printed scale markings ¿ it is almost entirely blank. There are a few partial grad lines visible approximately 1/3 of the way up from the zero line. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. We appreciate you taking the time to bring this observation to our attention.

Event description:
It was reported that a bd luer-lok disposable syringe has scale marking error due to missing scales. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.